Manufacturer narrative:
Corporate strategic sourcing manager. Although requested, patient demographics not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated from the drip chamber. Although requested, no further information was received.